Manufacturer narrative:
(B)(4). Batch # p9275p. Device analysis: the analysis results found that the el5ml device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. In addition, the tyvek was returned along with the instrument. Although the device was tested for functionality and in the next actuations, 2 malformed clips were fed due to the jaw and cam ramp disengaged; finally, the device locked out as intended. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown surgery, the clips were not fed into the jaws and the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient.